Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing low blood glucose (bg) levels (42 mg/dl at its lowest). Juice, glucerna or glucose tablets were consumed to address the low bg. The customer reported that the low bg was due to exercising as well as the pump settings needed adjustment. At times, due to consuming to many carbohydrates to correct for the low bg, the bg elevated (upto 325 mg/dl). As the events had occurred in the past, tandem technical support advised the customer to discuss the low/high bg with a healthcare provider.